Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event could not be determined, however it was noted that it could be attributed to improper surgical technique.

Event description:
It was reported patient underwent an initial left total knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to locking bar backing out. The tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
The locking bar that backed out was originally packaged with the tibial tray. Only the locking bar portion was removed and the tray listed on this medwatch remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "disassociation of the locking bar from the modular tibial plate component has been reported. Inadequate seating of the locking bar can cause disassociation of the locking bar from the tibial plate component, requiring revision surgery."

Event description:
It was reported patient underwent an initial total knee procedure on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2015 due to locking bar backing out. The tibial bearing and locking bar were removed and replaced.